Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore a batch review could not be performed. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device alarmed with system error (se) 2240 during the initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp had left an unused line clamp open. The hp closed the clamps and cycled the power to clear the alarm. The tsr advised the hp to discard supplies and start over with new. There was patient involvement, but no patient injury or medical intervention was reported. Additional information has been requested, but is not available.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. Should the device or any additional relevant information become available, a supplemental report will be submitted.